Event description:
A (B)(6) male pt contacted zoll customer support to report that his battery pack would not charge. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(6) has been completed. The reported problem (battery fault) has been confirmed. Upon evaluation, the battery would not charge when put into the charger. Liquid contamination was found inside the battery pack. The root cause of the contamination cannot be positively identified, but was likely a result of liquid ingress. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.